Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed a driveline disconnect event; however, a specific cause for this finding and a direct correlation to heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log file contains data from (B)(6) 2020 at 04:20pm through (B)(6) 2020 at 04:27pm. On (B)(6) 2020 at 04:25:37 pm, the driveline appeared to be disconnected. This event was associated with pump off and driveline disconnected alarms. The pump regained speed at 04:26:11 pm. No additional atypical alarms were captured. The pump speed did not drop below the low speed limit while the driveline was connected. A specific cause for the driveline disconnected alarms could not be conclusively determined through this evaluation. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas IFU states that if the driveline disconnects from the system controller, the pump stops. The IFU states to promptly reconnect the driveline to the system controller to resume pump operation. This document also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The IFU outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a driveline disconnect on (B)(6) 2020 for a unknown reason. Log file analysis confirmed the disconnection event. No further information was reported